Manufacturer narrative:
Device lot number unavailable. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number therefore, unavailable. No parts have been returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that the pedicle probe was bent. There was no patient present when the issue occurred.